Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, stained serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 13-jan-2023 in the pump history file. (B)(6)2023 09:14:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6)/2023 12:09:50.000 batteryremoved (B)(6)2023 12:09:50.000 alarmalertnotification faultnumber = battery removed (84) (B)(6)2023 12:10:09.000 batteryinserted (B)(6)2023 17:46:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6)2023 18:04:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) low battery alert was due to the battery in the pump is low on power. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alarm noted. Low battery alert (104) not confirmed. Lost sensor alert (780) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 1.7 mmol/l at the time of the event. The hypoglycemia was treated with food and glucose tablets. Troubleshooting was performed and found that the customer had used the insulin pump system within 48 hours of the reported low blood glucose event. The customer used the smartguard auto mode of the insulin pump. It was found that the pump exposed to strong magnet and also customer alleged possible pump over delivery. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump was returned for analysis.